Event description:
It was reported by service report that the stretcher would not stay in zoom mode. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Zoom bearing and spacer.